Event description:
The customer reported that during use of this pump to perform an arthroscopic shoulder procedure, swelling of the patient's shoulder was observed. The user estimates that about 200 cc of fluid accumulated in the shoulder area, and elected to create an open incision to complete the procedure. This event resulted in a delay of approximately 15 minutes. No additional medical or surgical intervention followed, and the patient was discharged home as intended.

Manufacturer narrative:
Investigation results: conmed linvatec received this pump for evaluation without the tubing set used, as it was discarded by the user facility. A visual inspection of the pump found 3 rubber stoppers inside the cassette area of the pump. One rubber stopper was stuck between the roller and the hub and the other two were laying in the bottom of the cover. It is believed these rubber stoppers covered the tubing set connections and when pulled off, fell into the cassette area. Further evaluation found the bezel gasket torn, and the unit was out of calibration related to lack of service; last service date (B) (6) 2005. During testing of this unit the control solenoid opening pressure was low indicating the pump may continue to flow at a low rate to keep adequate pressure. This finding may have contributed to the reported problem experienced. The instruction manual provides the following warnings: *extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate and visually inspect the extremity and operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. Extravasation or other patient injury may occur. The instruction manual informs the user of a 12 months service interval for this device.